Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving therapy via an implantable infusion pump. It was reported that a stop code for the pump was being requested. The pump was empty and the physician wanted to stop it while waiting for the refilling session.